Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer¿s blood glucose level was 236 mg/dl. Troubleshooting for blank display was performed. Customer advised the device was warm, it vibrated and had a blank display. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded battery tube noted during visual inspection. Unable to confirm missing segments or partial display due to blank display. The insulin pump was received with minor scratched lcd window and cracked retainer.